Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/12/2013 with the following findings: the keypad was found to be peeling at the ok button and the audio bolus button was detached. The complaint of a segmented display was not duplicated during testing; the display was clear and legible. Unrelated to the complaint, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the ok and contrast keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.